Event description:
It was reported that during interrogation of the pulse generator, battery data showed no remaining life time and -no data-. The programmed settings were ddi and atrial output 0.0 v. After programming the atrial output to 2.5 v, battery data measurements were again possible. The remaining longevity of the device was about four years. The device was removed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found that as received, the atrial pulse amplitude was programmed to 0.0 v. Due to this, battery data was not calculated in measured data. After programming the pulse amplitude to 0.25 v, battery data was calculated in measured data.